Manufacturer narrative:
The astral main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs revealed internal battery degraded warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported power source detection issue was due to soldering process during manufacturing while the internal battery degraded warning alarm was due to battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable internal battery and power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable internal battery. There was no patient harm or serious injury reported as a result of this incident.